Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable stopped working. Connections were checked, but the cable was not firing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. There were no visible defects detected. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based upon the evaluation results, the reported failure mode ¿failure to deliver energy¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable stopped working. Connections were checked, but the cable was not firing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.